Event description:
Plate was implanted for a 6 month old nonunion with acute displacement of proximal humerus fracture, transverse below the surgical neck. Hardware noted as broken on x-ray and was removed.